Manufacturer narrative:
The completed product investigation found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. As a result, evaluation conclusion code "no problem detected" was added.

Event description:
It was reported that the patient reported that he felt sharp, intense pain across his chest and wanted his insertable cardiac monitor (icm) removed. Technical services (ts) recommended the patient see their primary doctor. Patient saw cardiologist twice already and they do not know what is going on. The patient also indicated that around 3am he felt a burning in his chest and thought it was due to the loop recorder being interrogated. The patient reported intense pain during this time. The device was explanted. No new device was implanted as a replacement. No additional adverse patient effects were reported.

Event description:
It was reported that the patient reported that he felt sharp, intense pain across his chest and wanted his insertable cardiac monitor (icm) removed. Technical services (ts) recommended the patient see their primary doctor. Patient saw cardiologist twice already and they do not know what is going on. The patient also indicated that around 3am he felt a burning in his chest and thought it was due to the loop recorder being interrogated. The patient reported intense pain during this time. The device was explanted. No new device was implanted as a replacement. No additional adverse patient effects were reported.